Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the 29d po valve is blocked. Explanted. Delivered with the return kit inside an unknown liquid.

Manufacturer narrative:
Added patient information. Updated to serious injury. Updated codes. The valve was returned in the original packaging. The valve was preset to pressure level 20 cmh2o. A visual inspection was performed and there were no obvious deformities identified. The valve was packed in the original sterile packaging upon delivery. The examination was carried out with the sterile packaging. The pressure was adjusted up and down in steps of 5 at the valve. The investigation revealed that the valve could be easily adjusted. The reported issue could not be confirmed. No further actions are required.